Manufacturer narrative:
Submitted: (B)(6) 2015 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: device evaluation: on examination, the battery compartment was found to be cracked in two places; below the bumper pad and between the bumper pad and the top. Additionally, the battery cap returned with the pump for investigation was found to be damaged; the threads were stripped. A test battery cap was used to complete the investigation.

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a damaged battery cap. This report is made based on results of investigation completed on (B)(6) 2015.